Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed a no disposable alarm (nda) that occurred on (B)(6) 2023, and there was also a record of repeated power on/off, presumably caused by a beep sound as an alarm before the nda was finalized. A functional test was performed and the reported issue was not duplicated. The reported issue was possibly due to a damaged downstream sensor or cassette. As a preventive measure, the downstream sensor was replaced, and the upstream sensor was re-calibrated. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an alarm and that the button did not respond when pressed. It is unknown if there was patient involvement, no adverse patient effects were reported.